Event description:
During a follow-up, the stored egm revealed an aborted hv charge caused by noise. Noise was reproducible with arm movement and pocket manipulation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.